Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the ipg site was ulcerated and the ipg was exposed. Symptoms include blister and oozing. The physician believed that the infection was not device related and malfunction was not suspected. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well post-operatively.